Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6959422, 510k # k053483 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fixation at c5-c6 due to cervical dislocation fracture. On an unknown date, post-op, the patient's condition became worse and the patient died. The patient had chronic diseases of arrhythmia and atrial fibrillation. According to the surgeon, there was no problem with the instrumentation. The sales rep heard that the procedure did not contribute to patient's death; but the cause of death was suspected to be cerebral infarction.